Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon (foreign material adhered to the insertion tube) was not duplicated during device evaluation. The root cause of the leak from the channel could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that there was foreign material from the insertion tube, and a hole in the channel. No malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope had foreign material from the insertion tube, and a hole in the channel. There were no reports of patient involvement.